Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed that dr board design change has been made on april 16, 2018, regarding the phenomenon. As a result of the legal manufacturer's investigation, the phenomenon likely occurred due to a worn out patient board (ap / dr / cr board). The malfunction of the dr board may be attributed to a faulty operational amplifier. The subject device of this report was manufactured prior to the design change of the dr board (see h4). Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180-scope was noted due to faulty patient board set. In addition, a worn-out pip connector causing poor connection was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center has an unknown object inside the unit causing it to malfunction. The customer mentioned that it is not an image or cable problem. The event occurred during an unknown therapeutic procedure. A similar device was used to complete the procedure. During a standard service inspection of the customer returned device, printed-circuit board failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient injury or harm reported.